Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endobronchial tube. The customer reported that while in use on a patient, the physician experienced difficulty inserting and removing the bronchus fiber. Customer indicated there was no patient injury with this event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed that there is evidence of sticky tape on the main stem of the tubing. The returned unit was checked for occlusions using a calibrated rod at the bifurcation junction as per our manufacturing process and found to be within the required specification. The most probable root cause is the end used may have used a suctioning device or scope which was not compatible with our product. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.